Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case.

Event description:
Per the report received from italy, edwards received notification of a pascal precision procedure in mitral position. Post procedure, during a transthoracic check a few days after the implant, a single leaflet device attachment (slda) was noticed. Patient has severe functional mitral regurgitation (mr) and rapid heart rate throughout the procedure. There were no other anatomical or procedural complications. Immediately after the index procedure, mr became mild. Once the slda happened, mr became severe again. An tee was preformed and a week later a reintervention happened. Two new ace devices were placed, one lateral and one medial. Physicians were content with the result. Patient was in stable condition and final mr grade is moderate.